Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the impactor head is broken into several pieces. The device shows significant signs of wear/usage. The device was manufactured in 2011. The clinical/medical team concluded, per complaint, all pieces were removed with no patient impact, therefore, no further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
A 32mm liner broke upon impaction, all broken pieces were retrieved. Nothing was left in the wound.